Manufacturer narrative:
A biomérieux internal investigation was performed. Biomérieux analyzed the data provided from the tests performed: "conclusion on the system for the tests made on 02jan19 and 06jan2019, the system was not operational. A new fine tuning was done on 07jan2019 and the strain was re-tested on 07jan19 and 08jan2019. The spot preparation quality was not optimal. The calibrator and the sample "all peaks" values are quite heterogeneous (culture differences, different operator making the spot[?]). It could be extrapolated to the sample spot preparation. Conclusion on the identification: based on the gram staining, the culture conditions and the vitek 2 results, the most probable identification is corynebacterium minutissimum. In order to confirm this hypothesis, a sequencing of the strain is needed (it is the reference method). Corynebacterium minutissimum is not present in the vitek ms kb v3.0 and v3.2. It could explain why the system gave a lot of no identification for this species. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." In the case of no identification result, the process described in the vitek workflow user manual 4501-2233 - f has to be followed: "repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods)." Suspected causes: system limitation (species not present in the vitek ms kb v3.0 and kb v3.2). Lack of system fine tuning monitoring (only for the misid obtained on (B)(6) 2018). Non-optimal spot preparation (for both misidentifications).

Event description:
A customer in (B)(6) reported a misidentification in association with the vitek ms instrument. The sample was tested multiple times and the results were: on (B)(6) 2019: 1 spot - single choice to actinobacillus suis/equuli. On (B)(6) 2019: 3 spots - no identifications. 1 spot - low discrimination to alloiococcus otitis - cronobacter sakazakii - listeria innocua - streptococcus mitis/oralis. On (B)(6) 2019 (after new fine tuning): 3 spots - no identifications. 1 spot - single choice to listeria innocua. On (B)(6) 2019: 2 spots - no identifications. Vitek 2 result (B)(6) 2019: vitek 2 anc card: very good identification to corynebacterium minutissimum vitek 2 gp card: no identification. Orientation tests: gram positive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.